Manufacturer narrative:
Recall continue: 1627487-07262012-002-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. The patient's ipg no longer connected with external devices. The patient stated she has not had stimulation therapy for some time. Surgical intervention may be taken to replace the patient's ipg.